Event description:
A monopolar electrosurgical cable began smoking at a spot on the cord near the es generator. The cable was disconnected and another cable was used in its place. No pt problem occurred. The surgical procedure was a laparoscopic oophorectomy.